Event description:
The customer reported that in 2008, no alarms were provided for a spo2 desaturation event.

Manufacturer narrative:
The customer called the united kingdom response center and reported that in 2008, no alarms were provided for a spo2 desaturation event. No pt injury was reported. A field service engineer (fse) went to the customer site, and tested the device post incident. The fse verified that the device was performing according to specifications, and providing alarms as appropriate for simulated pt spo2 limit violation and desat events. Spo2 saturation levels between 100 and 60% were simulated, and alarms were generated as appropriate, based on limit and desat settings. The device was also tested by the hospital biomedical engineer, and it was found to be operating to specifications. A member of the nursing staff checked the monitor at the time of the incident, it was noted that spo2 parameter alarms were turned off, but it was not known how the alarms came to be turned off. This is not being considered a device malfunction. The incident is fully consistent with a clinician turing off the spo2 parameter. Based on the info provided, and the results of device testing performed by the biomedical engineer and fse, the device is considered to be functioning as designed, and is safe for continued use.